Event description:
Customer reported blood glucose results of 530 mg/dl using advantage system 1 and 134 mg/dl using advantage system 2 within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 2.